Event description:
Patient called to report, on his wheelchair that has gap in front of it, between footrest and the chair, and there is a caster pin that traps his foot in there. He stated, that he was stuck and had to wait for his wife to get him released. Customer called MFR and they had the store to call him. He stated, that they would not repair it because they need a prescription from his dr and need an approval from insurance. They want to first get paid. Customer believed that it is a design flow not malfunction and no need for an insurance approval. Customer had no access to any device ID numbers.